Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed several occurrences of the reported battery inoperable error message. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).